Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant product: kdr403 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited complete undersensing of the atrium. The ra lead was partially explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high impedance and a confirmed fracture. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.